Event description:
It was reported that this unknown pacemaker reverted to safety mode. It was noted the device will be replaced on the same day. At the moment, no further information has been provided. No adverse patient effects were reported. Of note: this event was reported via a telephone call from the physician to the boston scientific local area sales representative. The physician promised to deliver any further information about this device, including the model and serial number, to the sales representative but has not done so as of 19-dec-2024. Additional information received on 20-dec-2024 provided the pacemaker's model and serial number, and confirmed the device was explanted and replaced on (B)(6) 2024. Besides the intervention, no other adverse patient effects were reported.

Manufacturer narrative:
This product will not be returned to boston scientific; therefore, technical analysis cannot be conducted.

Event description:
It was reported that this unknown pacemaker reverted to safety mode. It was noted the device will be replaced on the same day. At the moment, no further information has been provided. No adverse patient effects were reported. Of note: this event was reported via a telephone call from the physician to the boston scientific local area sales representative. The physician promised to deliver any further information about this device, including the model and serial number, to the sales representative but has not done so as of 19-dec-2024. Additional information received on 20-dec-2024 provided the pacemaker's model and serial number, and confirmed the device was explanted and replaced on (B)(6) 2024. Besides the intervention, no other adverse patient effects were reported. Product return is not expected.

Event description:
It was reported that this unknown pacemaker reverted to safety mode. It was noted the device will be replaced on the same day. At the moment, no further information has been provided. No adverse patient effects were reported. Of note: this event was reported via a telephone call from the physician to the boston scientific local area sales representative. The physician promised to deliver any further information about this device to the sales representative but has not done so to date.